Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump ran out of power and shut down. Customer¿s blood glucose level was not impacted. Customer intentionally disconnected call with tandem technical support. No additional patient or event information was available.